Event description:
Reference number (B)(4). Event occurred in oman. It was reported that the patient faced a bent cannula issue on (B)(6) 2026. The patient experienced hyperglycemia and symptoms lasted for greater than four hours. The insertion site was at abdomen. The patient received treatment with insulin via pen. No further information is available.